Event description:
On 7th august, 2023 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the inner seal has pulled away from the corner allowing moisture into the light panels causing streaking and debris internally. Based on photographic evidence particles may be missing from the seal. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the inner seal has pulled away from the corner allowing moisture into the light panels causing streaking and debris internally. Based on photographic evidence particles may be missing from the seal. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. According to the information provided, the presence of liquid is due to the loss of sealing caused by the degradation of the seals and by their improper position. The degradation of the seals was probably caused by an improper cleaning protocol. To prevent any incident the instruction for use pwdii IFU 01811 mentions: - warning! Risk of equipment damage the ingress of liquid inside the device during cleaning may adversely affect its operation. Do not clean the device under running water or spray a solution directly onto the device , - to check that the lighthead seals are in the proper position and in good condition, during the daily check before use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. Initial reporter: ips personnel the correction of d4 unique identifier (UDI) #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, h4 manufacture date and h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous d4 unique identifier (UDI) #: n/a corrected d4 unique identifier (UDI) #: (B)(4) previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a previous h4 manufacture date: 06/26/2019 corrected h4 manufacture date: 06/20/2019 previous h6 medical device ¿ problem code: mechanical problem/leak/splash/fluid leak/1250 mechanical problem/detachment of device or device component//2907 corrected h6 medical device ¿ problem code: contamination /decontamination problem/device contaminated at the user facility//4064 mechanical problem/detachment of device or device component//2907

Event description:
Manufacturer's reference number (B)(4).